Event description:
A lawsuit was filed on (B)(6) 2013. The plaintiff is alleging that she was using the heating pad on her back and sustained a 2nd degree burn that required medical treatment.

Manufacturer narrative:
Consumer states she was laying on the heating pad for back pain and after 45 minutes, she sustained a burn to her buttocks. Medical records indicate she was taking pain medication for her chronic back pain and fell asleep while using the heating pad, which is a violation of the warnings and instructions provided. This incident is the direct result of consumer misuse abuse of the product.